Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 400 mg/dl. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.